Event description:
On (B)(6) 2011, a spontaneous report was received from a physician regarding a (B)(6) female who received an injection of restylane-ly (cross-linked hyaluronic acid dermal filled with 0.3% lidocaine). Medical history was negative with no previous aesthetic procedures. The pt's skin type was fitzpatrick iii. The pt was not taking any concomitant medications. The pt received a 2 cc injection of restylane-l on (B)(6) 2011 to the marionette lines. No pre-procedure medications were used and no additional procedures were performed at the time of implantation. On an unspecified date in (B)(6) 2011, 3-4 days after the injection, the pt noticed significant swelling of the left anterior cervical lymph node (4 cm) with tenderness and no fever. The pt had mild swelling of the right lymph node (2 cm). As of (B)(6) 2011, 12 days post-procedure, the pt's left lymph node was 1.5 cm and the right lymph node swelling was resolved. The result of the physician's medical evaluation was lymphatic blockage. No treatment was provided. The physician felt it was possible the treatment with restylane-l caused the reported events. The physician assessed the severity of the reported events as cosmetically severe and medically moderate. The lot number and expiration date were 10632 and 11/2011, respectively.